Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, openings, white particles, crease folding. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.